Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: initial visual examination of the device found both proximal and distal stent strut damage. The proximal end of the struts were splayed outwardly and at the distal end, the struts were elongated distally. No kinks or damage were noticed along the shaft of the device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The physician advanced the 3.50 mm x 20 mm promus element sent delivery system (sds) to the lesion but was unable to cross. After several attempts of trying to cross the lesion, promus element 3.5 x 16 mm was used to complete the procedure. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed that there was stent damage.